Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The reported error (force sensor bridge test error) was evidenced in the event history log (ehl). Flow and occlusion tests were performed. The error in the ehl was not reproduced. The customer reported product problem was confirmed based on the ehl findings. The problem source of the reported product problem was unknown. A root cause was not established. The force sensor and plunger cable were replaced to address the product fault.

Event description:
It was reported that the medfusion pump produced the following system failure; force sensor bridge test error. No patient injury or complications were reported in relation to this event.